Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an I ntroducer needle attached to a raulerson syringe. One small longitudinal crack was observed on the needle hub. No defects or anomalies were observed on the syringe. The luer taper was measured and found to be within specification. A device history record review was performed with no relevant findings. The probable cause of this issue could not be determined. Further investigation has been initiated with the spec developer.

Manufacturer narrative:
(B)(4). Additional information: this catalog number is not sold in the us. However, the reported issue is with the introducer needle. The needle component is incldued in kit configurations that are sold in the us under various 510(k)s.

Event description:
It was reported that during insertion in the ICU, a crack in the hub of the needle was noted. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The insertion site was the left subclavian vein.